Event description:
Patient reported that their livongo blood pressure monitor was slow to inflate and caused the patients arm to go numb.

Manufacturer narrative:
Patient reported that the livongo blood pressure monitor was causing numbness in the arm due to the slow inflation.